Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was intermittent loss of connection between the pump and transmitter for an unspecified duration of time. Review of the pump logs could not confirm the alert. No additional patient or event information was available.